Manufacturer narrative:
A ge service representative performed an on site investigation. Adjusted the ma limit editor to adjust exposure, in normal fluoro, to 7.23r/min maximum. The system was tested and found to be working as intended, and placed back into service.

Event description:
It was reported that the 9600+ system is exceeding the 10r/min limit, as presented in the physicist report. There was no report of patient injury.